Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. Device evaluation: analysis of the returned device identified: creases fold, deformation device, red particles and weight to the spec. Cloudy and bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device was explanted.